Manufacturer narrative:
One patient sample was sent for investigation. The investigation determined there was an interfering factor in the sample. This interference is documented in product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." No product problem could be found.

Manufacturer narrative:
This event occurred in (B)(6). The e801 module used at the investigation site was (B)(4). The ft3 iii reagent lot number used at the investigation site was 314824 with an expiration date of may-2019.

Event description:
The initial reporter questioned thyroid results for 1 patient sample tested on a cobas e801 module compared to an accuraseed analyzer. Based on the data provided, the elecsys ft4 iii (ft4 iii) results were discrepant between the accuraseed analyzer and the customer's e801 module. The sample was submitted for investigation where discrepant elecsys ft3 iii (ft3 iii) results were identified between the customer's e801 module, the accuraseed analyzer, the abbott architect method and an e801 module used at the investigation site. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the ft4 iii results. Refer to attached data for the patient results. It is not known if the initial results from the 801 module were reported outside of the laboratory. There was no allegation that an adverse event occurred. The customer's e801 module serial number was (B)(4).